Manufacturer narrative:
Multiple attempts were made to gather additional information regarding this case from the physician unsuccessfully. To date, no additional information has been provided. The device was not returned for evaluation and no device malfunction was reported. The device as a contributing factor to this event cannot be determined. If additional information is received, a supplemental report will be filed. Renal failure is a known potential adverse event to cryoablation therapy and is listed in the product labeling.

Event description:
It was reported that a patient underwent a renal cryoablation case with 4 needles total. The patient subsequently went into renal failure and required dialysis. The tumor was located near the collecting system and the urologist placed a stent prior to the case. The treating and consulting physician reviewed the case and felt that the treatment had been appropriate. This event was reported to the btg clinical specialist during an unrelated case. No device malfunction was reported to btg at the time of the initial procedure.